Event description:
It was alleged that, when connected to the surgeon console during surgery setup for excision of endomestriosis, the instrument bedside unit raised a medium priority alarm. When the power was removed and the user attempted to powercycle the unit, high priority alarm was raised briefly, before the unit switched off. Due to the intrinsic complexity of the procedure, the procedure was rescheduled. The analysis of the telemetry logs points to a battery failure. The unit was inspected by a field service engineer and a battery lifetime reset, which was partly successful. To ensure that the issue does not repeat intermittently, the battery will be replaced. No harm was reported in relation to this event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.